Event description:
It was reported that a lab-mix dog had developed a thermal burn 18 days after dental procedure was performed. Tp500 (B)(4) was used at 107f with sheet between patient and pad. The pad was a cincinnati sub-zero reusable heavy duty pad.